Event description:
It was reported that during an unknown procedure, the end of the active blade broke into two pieces. After they removed and placed the device on the stand the blade broke. The surgeon was able to retrieve the pieces. No x-ray was requested. Not sure how the procedure was completed.

Manufacturer narrative:
Information anticipated, but unavailable at this time.